Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer reported the buttons on the insulin pump art unresponsive. Customer was trying to give a bolus and the buttons were not responding, up, down, and act button. Customer's blood glucose was 156 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.